Manufacturer narrative:
Patient information was unavailable from the site. Device has not been evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for an electrode and probe placement procedure. It was reported that during the surgical implantation there was a malfunction that compelled the study team to abort the implantation and reschedule the surgery for (B)(6) 2013. This error occurred before any incision was made, but after the head frame was in place. The patient was described as inconvenienced, but uninjured and remained psychiatrically stable.